Event description:
A healthcare professional contacted the customer service line reporting a cracked mini cap. It is unknown if there was patient involvement. There was no patient injury reported.

Manufacturer narrative:
(B)(4).this complaint is for a cracked minicap and the sample was not available for evaluation, but the lot number was provided and the batch review found that this batch met release requirements.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is known; therefore, a batch review be conducted. If additional information becomes available, then a follow up MDR will be submitted.